Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient wanted to know about getting an MRI for their neck. In reviewing guidelines, the patient said they think the device battery is dead by now but they shut it off before it went dead. Asked why they shut it off and the patient said because it never really worked for them. They went in several times to have it adjusted. The patient had numbness in their toes and was stimulating in the wrong area. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient doesn't go to their managing hcp anymore and wants the system removed.